Manufacturer narrative:
The reported issue that the large volume pump (lvp) display board needs replacing for dim segments in the led display could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer stated that there was no patient involvement

Event description:
It was reported that the customer is replacing the (lvp) display board. Although requested, further information was not provided.

Manufacturer narrative:
The reported issue that the large volume pump (lvp) display board needs replacing for dim segments in the led display could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer is replacing the (lvp) display board. Although requested, further information was not provided.